Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid-19 pandemic in accordance with FDA guidance "post-marketing adverse event reporting for medical products and dietary supplements during a pandemic" published may 2020.

Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 19. Details of surgery: ridge augmentation and immediate extraction site. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 19. Details of surgery: ridge augmentation and immediate extraction site. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with fair oral hygiene. No product was returned to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.